Manufacturer narrative:
Manufacturer evaluation of the information available found that the instrument functioned as designed between (B)(6) 2024 during execution of the six (6) affected tissue processing runs, from which sub-optimal processing of patient tissue samples would have been derived. On 31 january 2024, information was received from the leica senior applications consultant - sw UK detailing: "bottles 5 and 12 have been swapped by the customer by mistake..." Indicating that a use error occurred during replacement of the reagents in bottle 5 (ethanol) and bottle 12 (xylene); as a result of the use error, bottle 5 (ethanol) would have contained 100% xylene and bottle 12 (xylene) would have contained 100% ethanol. Due to the use error detailed, the reagent in bottle 5 (ethanol), with a xylene concentration of 100% was used as final dehydrating step in run 2 and was subsequently used for the final dehydrating step in runs 3 and 6 detailed above and the second last dehydrating step in runs 4 and 5. Additionally, the reagent in bottle 12 (xylene), with an ethanol concentration of 100% was used as the final clearing step in run 1 and was subsequently used for the final clearing step in runs 2, 3, 4, 5 and 6. The root cause for the sub-optimal processing of patient of patient tissue samples reported from the affected runs was a use error, which occurred at 11:50 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in reagent bottle 5 (ethanol) and bottle 12 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 31 january 2024, the complainant contacted leica biosystems with the following documented: "bottles 5 and 12 have been swapped by the customer by mistake since last week and patient work affected. Change happened on (B)(6) 2024". On 31 january 2024, the assigned local leica senior applications consultant - sw UK (fas) visited the site and documented the following: "attended site 31/1/24 and retrieved the logs which confirm that both bottles 5 and 12 were removed at the same time on (B)(6) 2024 and were used in the protocols resulting in tissue damage." The fas performed a full reagent change and discussed the correct procedure for performing reagent replacement. The fas noted "some tissue is currently damaged (dry and crispy) but customer will be attempting to recover using guidance from chapter 9 of IFU and will let us know if/when tissue is diagnosable." On 31 january 2024, the customer documented the affected patient tissue samples were derived from the "routine" protocol comprising "147 blocks 44 cases" which started in retort a on (B)(6) 2024 and completed on (B)(6) 2024, the "4 hour" protocol comprising "61 blocks and 50 cases" which started in retort b on (B)(6) 2024 and completed on (B)(6) 2024, the "routine" protocol comprising "198 blocks and 98 cases" which started in retort a on (B)(6) 2024 and completed on (B)(6) 2024, the "4 hour" protocol comprising "1 block 1 case" which started in an unknown retort on (B)(6) 2024 and completed on (B)(6) 2024, the "routine" protocol comprising "209 blocks and 105 cases" which started in retort a on (B)(6) 2024 and completed on (B)(6) 2024, and the "4 hour" protocol comprising "68 blocks and 54 cases" which started in an unknown retort on (B)(6) 2024 and completed on (B)(6) 2024. The tissue type(s) and size(s) were documented as "breast biopsies, prostate biopsies, ln cores" and "cores up to 20mm", respectively. The tissue artefact was described as "poor quality he and ihc stains" and the impacted patient tissue samples was not reprocessed "however several cases were melted in wax and left for a few hours and then re-embedded and recut. Several cases had more ihc carried out to aid diagnosis." On 16 february 2024, leica biosystems melbourne received the following information from the assigned leica tac helpdesk engineer / field support engineer - pathology regarding patient impact/outcome: all patients were diagnosed, however there were "10 cases affected, 5 cases of which were not able to be fully diagnosed/reliable assessment of invasion for example. Discussion at mdt and correlation with imaging recommended. Possible re-biopsy appropriate in 1 case...several cases had more ihc carried out to aid diagnosis." On 22 february 2024, leica biosystems melbourne received the following information from the assigned leica senior application consultant regarding patient impact/outcome: "no patients required rebiopsy [sic]." No adverse consequence(s) to a patient(s) has been reported to the manufacturer.